Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was obtained: per the sales rep, the firing of the device delivered no staples at all. After the issue occurred, the surgeon noticed staples on the sterile drape around the patient. The procedure was prolonged for one hour due to the issue, but no other patient consequences were reported. The patient is recovering fine at the time of the call. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. As the tissue was left open, was there any bleeding which occurred? If yes, please provide details as to how the bleeding was controlled? As the tissue was left open, was there any leakage which occurred? If yes, please provide details as to how the leakage was controlled? Were there any patient consequences as a result of the extended procedure time? If yes, please describe. What is the current status of the patient?

Event description:
It was reported that during a cystectomy procedure, the first firing, at the anastomosis, the device was fired on small bowel and seemed to fire fine. Before opening the jaws, the surgeon transected the tissue. When the device was opened and removed from the tissue, no staples were present at all, leaving the tissue open. Because of this, the procedure was prolonged one hour. Another like device was used to complete the procedure.